Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory testing was performed using subculturing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the lab have noticed that they have had more vials flagging positive over the last 24 hours than they would usually expect (30-40 bottles). They are still waiting on results from subculture to confirm if these are true positives or not.

Manufacturer narrative:
Complaint to be cancelled. "This complaint is most likely related to the ongoing reagent issues. This case will be closed and reagent complaints (B)(4), (B)(4), (B)(4) can be followed.".

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory testing was performed using subculturing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the lab have noticed that they have had more vials flagging positive over the last 24 hours than they would usually expect (30-40 bottles). They are still waiting on results from subculture to confirm if these are true positives or not.